Manufacturer narrative:
Concomitant products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 07-jun-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (5 mg/ml at .65 mg) and marcaine (2.5 mg/ml) via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that a normal pump replacement the catheter could not be aspirated so the catheter replaced. The explanted catheter was discarded. There were no external factors. The issue was resolved and the patient was without injury at the time of the report. The patient's weight and medical history were asked but unknown.